Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jul-2019 with the following findings: there was no damage or peeling observed to the keypad. During testing, all of the keypad buttons responded appropriately. The keypad was removed and evidence of contamination on the button contacts. Leak testing revealed leaks in the battery compartment and display lens. The battery compartment was cracked and peeling at the display lens. When the pump was opened, moisture and moisture corrosion was found on internal pump components: on the display, all boards, keypad connector, and in the battery compartment. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.